Manufacturer narrative:
A review of the internal documentation and the device did not show an anomaly or deviation. A cause for this specific clinical event cannot be ascertained from the info provided. The rec'd info indicates that the angel wing was used to verify the cuts and confirmed that no notching was detected prior to making the cut. Therefore, the notching was most likely not caused by the guide but rather by actions performed after pin placement. Should add'l info become available and an investigation result be available that changes this assessment, an amended medical device report will be filed.

Event description:
It was reported that the patient underwent a total knee arthroplasty procedure utilizing zimmer patient specific instruments guides. After cutting, the surgeon noticed a notch of 5 mm in the femur. The complainant reported the anterior cut was verified using an angel wing prior to making the cut. There was no patient injury/harm, no blood loss, no surgical delay reported. No intervention or add'l surgery are planned.